Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I depend on it [drug dependence] case description: on 2024-06-19 a spontaneous case was reported in australia by a patient via call center representative (phone). The report concerns a 76-year-old elderly consumer. The consumer received biotene oral balance (glycro+sbtl+xylt gel) for indication dry mouth. No concomitant medications were reported. On an unknown date, after an unknown time of starting biotene oral balance, the consumer experienced a medically significant I depend on it, (preferred term: drug dependence). The outcome of the event was unknown. No medical history was reported. No drug history was reported. The action taken was: for biotene oral balance was unknown. Dechallenge was unknown and rechallenge was not applicable. The causality assessment was reasonable possibility for the event of drug dependence with suspect biotene oral balance. The reporter provided the following comment: "my name is. Piand I've been using biotene mouth gel for about 10 years. And I can't find it anywhere. It's biotene dry mouth moisturizing gel. Yeah, I've got the spray I've got. I use everything but ii bought a different one cos no one's got this and it, it makes me sick. So, this is the only one I can use. And no one's got it blooms at camera where I go. They've been out of stock for two months. I bought about four tubes. I usually buy three or four at a time, and I'm on me a little bit now and I don't know what I'm gonna do. Yeah, I've got the spray, but I like to gel. I've lost all my teeth. I put this in when I'd take my false teeth because I was suffering from dry mouth. I was on medication that they didn't tell me wouldn't make them on my teeth break off. I spent thousands of dollars on my teeth and then lost. I got one in my mouth. It's not as good as the gel. I use the spray, but the gels better. I like the gel. But no [redacted] has got it. I've been there all [redacted], but my [redacted] haven't had it for two months. I've tried [redacted] warehouse [redacted]. Everywhere now I got it. They've got the spray and they've got the toothpaste and that I haven't got the job. Is it coming back on the mark? What's going on? Why this year? Like I'm pi years old. I depend on it. Yeah, I've tried it all. It's not like the gel. Yeah, I've got the spray. I've got the teeth. I've got all that I want the gel. Yeah, well, they sold me at another one. But it's no good makes me sick. It makes me heave. It makes me vomit. A different brand. I bought two different other brands, and the make me feel sick. Can't I send me something and I'll pay for it. It's ridiculous. Ok, well, that's nice. It's four months."